Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. It was confirmed that the trans splint cover was damaged. Visual and functional test / performance test per s&r procedure. It was confirmed that there was a leak from the relief valve and o2 gas supply indicator, confirming the customer's complaint. Based on the above, it is presumed that the cause of this event was an impact caused by a drop, etc. Replacement of spont breath vlv assembly, o2 gas supply indicator, and trans-splin cover to fix the issue. P200d/nj device passed all functional and performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a leak on the main unit/apparatus. There was no patient involvement and no patient harm/adverse event reported.